Event description:
Surgeon reports that during surgery, the haptics of the CT lucia 602 lens bent. The lens was explanted on the same day and a backup lens was successfully used.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue: improper handling or off-label surgical technique: the bending of the haptic may have been caused by improper handling during the lens loading process or during preparation for implantation. It is noted that the yamane technique was employed in this case, which is an off-label use for this lens. The lucia 3-piece lens is not designed or recommended for use with the yamane technique, as this method subjects the haptics to increased stress and risk of deformation, making it unsuitable for such off-label applications. If the haptic is not aligned properly within the injector or if excessive force is applied during loading, it could result in bending of the haptic.